Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that pacemaker system right ventricular (rv) lead exhibited high capture thresholds in bipolar configuration. As a result, it was programmed to unipolar mode and functioned appropriately; however, the system was not MRI conditional. The physician decided to surgically abandon and turn off the device and lead and replace them with a leadless pacemaker. Technical services (ts) advised that this configuration remained as not MRI conditional. No additional adverse patient effects were reported.